Event description:
In 2005, arthroscopic surgery on rt shoulder for stryker pain pump with catheter and lidocaine into subacromial and glenohumeral joint space. In 2006, arthroscopic surgery on rt shoulder for right shoulder adhesive capsulitis, and a pain pump catheter was left in the glenohumeral space with plain marcaine. In the same month- chondrolysis, lead to right total shoulder replacement two months later. Stryker pain pump with lidocaine - catheter into glenohumeral joint after shoulder surgery in 2005 and 2006. Dose or amount #1: 2%, #2: 270 cc. Frequency: #1: 250ml, #2: 4.16 cc/hr. Route: #1: 014. Dates of use: #1: 2005 to approx., #2: 2006. Diagnosis or reasons for use: #1: rotator cuff tear, #2: arthroscopic glenohumeral cap.